Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07668 it was reported that patient experienced pain during the procedure. The patient was undergoing a radiofrequency ablation (rfa) procedure of the liver. A rf3000 radiofrequency generator and a 4.0/15/15 leveen coaccess electrode were selected for use. Physician attempted ablation three times, adjusting the power to the maximum each time, however, the impedance did not increase. Troubleshooting steps did not resolve the issue. During the procedure, the patient felt severe pain, therefore the procedure was discontinued. The patient felt no pain post procedure. The patient was stable, but remained in the hospital for observation for one night.

Manufacturer narrative:
(B)(4). Device expiration date, device manufactured date: updated. (B)(4).

Event description:
Same case as: 2134265-2015-07668. It was reported that patient experienced pain during the procedure. The patient was undergoing a radiofrequency ablation (rfa) procedure of the liver. A rf3000 radiofrequency generator and a 4.0/15/15 leveen coaccess electrode were selected for use. Physician attempted ablation three times, adjusting the power to the maximum each time, however, the impedance did not increase. Troubleshooting steps did not resolve the issue. During the procedure, the patient felt severe pain, therefore the procedure was discontinued. The patient felt no pain post procedure. The patient was stable, but remained in the hospital for observation for one night.